Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g and manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the station had drawer obstruction due to broken rails. A field service engineer (fse) replaced the half height drawer. The fse asked the customer to inventory the entire drawer, ensured that all components were accounted for, and reconfigured the drawer so that both doors operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary es had a drawer failure to open completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture (B)(6) 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had drawer obstruction. A field service engineer (fse) replaced the half height drawer but was unable to complete the test due to time constraints. The fse asked the customer to inventory the entire drawer, ensured that all components were accounted for, and reconfigured the drawer so that both doors operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary es had a drawer failure to open completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.